Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a rv lead revision procedure due to twiddlers syndrome. The lead exhibited loss of sensing and loss of capture. Under x-ray, the device was found to be upside down and the lead was wrapped around the device. The physician repositioned the lead and made a new sub-pectoral pocket to prevent twiddlers syndrome. The patient was stable post procedure.